Event description:
A pt had a knee arthroscopy procedure without incident. Following the procedure, it was discovered that the metal tip of a drainage cannula had been left in the knee. Another surgical procedure was done to remove the broken fragment approximately six (6) hours later.